Event description:
It was reported that the zimmer air dermatome did not operate. No additional clinical information was received prior to this report. A follow up medwatch will be submitted, if additional clinical information is received.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 04/30/2001 and was last repaired on 01/12/2005 for a non-related issue. Evaluation of the device observed damage to the head and control bar, and that the unit did not operate. Prior to repair, the device was outside calibration specifications at the zero thickness setting on the left and right side. At the 0.0200 thickness setting, the device was outside calibration specification on the left side. In post-repair, discoloration of the motor sleeve was observed. The device was previously returned to zimmer surgical eight years ago for repair. Lack of preventative maintenance most likely caused the motor to become worn over time until failure. Furthermore, improper handling related to cleaning likely allowed moisture to enter the handpiece, which most likely caused the discoloration of the motor sleeve and potentially damaged the motor such that the motor sleeve could not be removed. No information was obtained regarding customer's cleaning methods or sterilization practices; however, improper cleaning or sterilization could have caused the discoloration. In addition, lack of preventative maintenance and improper handling likely caused the lack of calibration of the device, and damage to the head and control bar. The device was serviced and returned to the customer.